Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was [not] confirmed. The device evaluation found: a scratched and stained distal cover, the cover insulation out of range, a loose protective rubber adhesive, an insufficient light from the light guide lens, the insertion tube was deformed or snaky, a scratched light guide lens, the biopsy channel was deformed, the light guide protective tube was scratched, up down/right left loose were knobs and the component parts of the distal end or insertion section fell off. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress such as hitting/dropping distal end, chemical stress from chemical solutions. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): 3.2 inspection of the endoscopic system: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 5.1 troubleshooting: troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.3, ¿returning the endoscope for repair¿ on page 70. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the duodenovideoscope had a crack on the distal end. The issue occurred during reprocessing. There was no procedure involved. There were no reports of patient harm.